Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pocket pain. It was noted that the patient's skin was too thin. The patient underwent a revision procedure wherein the pocket was relocated deeper. The patient was reportedly doing well.